Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the DHR was performed and there were no issues found within the record associated to the reported event. More than 10 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely there was no issue with the subject device but instead there was a problem with the connected devices (camera head, hard mirror, monitor, monitor cable), or the video connector receiver and the board were malfunctioning due to repeated use for a long period of time.

Manufacturer narrative:
To date, the subject video system has not been returned for evaluation. A review of the video system's history shows the unit was purchased on (B)(6) 2010 and was last repaired on october 4, 2018. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The biomedical engineer reported that during a cystoscopy procedure, the visera pro video system center produced no image. Multiple cameras were connected and continued to get the same problem. No other devices were involved in the event. There was no delay in the procedure in which the subject device was used. No patient injury or harm was reported.